Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) was experiencing oversensing and inappropriate shocks. The physician elected to remove the rate sensing portion of the lead due to an insulation break. The rate sensing portion was replaced with a new rate sensing lead.